Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the reference samples for the lot 6007759 have already been previously tested in the (B)(4) on 19/jan/2025. Test results: the reference samples were visually inspected and tested for flow and leak. All test results were within specifications as per the test report (B)(4) complaint test report. Device history record (DHR) review: the lot 6007759 was manufactured according to the work instruction (wi) version 114, in the line 3, on 22/jun/2024, with a total of (B)(4). Glue-tubing DHR review: the lot 4f01759 was manufactured according to the wi version 64, in the machine sc09, on 16/jun/2024, with a total of (B)(4). Trending: a query was run in database on 17/jun/2025 against malfunction code evaluated leakage (customer states infusion set leaks) (source/cause cannot be identified, only use when a specific malfunction cannot be determined) and lot 6007759 and no other complaints have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. High blood glucose level was 400 mg/dl, and the patient was treated with manual bolus. No further information was available.